Event description:
During a procedure,3 oscillating blades were used on one pt. After the procedure it was noted that one of the teeth had broken off. This occurred on all three blades. Each broken tooth was retrieved. Only one blades was saved and to be returned to MFR. The only two blades were discarded.